Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the hv module was replaced. The device was recertified and returned to the customer. The hv module was returned to zoll medical u.s; the malfunction was duplicated and attributed to a faulty capacitor on the hv module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.